Manufacturer narrative:
A getinge field service engineer (fse) stated that it could not be reproduced at the time of repair, similar running tests and fiber optics problem confirmed by tick module test (reproduced). As a result of the verification, it was confirmed that there was a problem with the fiber optic module (board). Fse replaced (d997-00-1169) assembly, fiber optic to fix the issue. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that during pre use inspection, the cardiosave intra-aortic balloon pump (iabp) unit had an optical sensor failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.